Event description:
It was reported by the sales rep the device was used during a retroperitoneal node dissection. It was reported the rep was told the device misfired and then fell apart. There was no consequence to the pt.